Event description:
Procedure: scalp laceration repair. Reportedly, the stapler jammed during the repair and would not release from the scalp. A wire cutter was used to cut the staple from the device and the scalp. No patient injury reported.